Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.

Event description:
It was reported that during an unk procedure, the staples were malformed. Another device was used to complete the case. There was no adverse consequence to the pt.